Event description:
On (B)(6) 2010, dornier medtech america, inc received a copy of an FDA supplied medwatch report filed by (B)(6) hospital - (B)(6) (uf/importer # (B)(4)). The report indicated that a dornier mobile lithotripter malfunctioned and delayed a procedure until a new machine could be delivered from (B)(4). Investigation revealed that this lithotripter was sold by dornier in 2004, and is owned and held by (B)(4). Lithotripter is not serviced or maintained by dornier; this unit is serviced and maintained by a third party service provider. Lithotripter has not been serviced or maintained by dornier in a number of years. It was confirmed that a third party service provider performs all service and maintenance on this lithotripter. Since dornier does not perform service or maintenance on this unit, it is unable to determine why this lithotripter failed to function.